Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room on (B)(6) 2019 at 4am due to high blood glucose level of 610 mg/dl. The customer's high blood glucose was treated with manual injection. The customer was wearing insulin pump within 48 hours of reported high blood glucose event. Based on customer report customer does not allege insulin pump was under delivering. The customer reported that infusion set cannula was bent. The insulin pump will not be returned for analysis.